Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, has sustained permanent injury, permanent and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries. Associated MDR: 1018233-2012-0140, 1018233-2012-01844 and 1018233-2012-01847.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications: adverse events associated with treatment may include but are not limited to: worsened incontinence, urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). (B)(4).